Event description:
The customer reported that the table is not moving and unit will not boot up. No pt injury was reported.

Manufacturer narrative:
The ge service rep ordered and replaced surge suppressor pcb. System boots and tests satisfactory at this time.